Event description:
It was reported that when using the bd pyxis medstation system, the user experienced extreme slowness in displaying the patient and order lists. The customer indicated that this malfunction caused the nurse to take up to 30 minutes to pull medication, and the 10-15 second lag between each medication led to patient safety being at risk. The customer stated that after a technical support specialist performed maintenance on the station, the moment the user logged in was sluggish, taking 5-10 minutes per patient to complete medication passes and 3-5 minutes to inventory the fridge medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device application experienced extreme slowness due to a configuration issue. A technical support specialist confirmed that controlled purge performed by another technical support under another ticket (B)(6), and disabled power management on universal serial bus hubs, the virtual studio location simulator sensor, and netbios with 100 mbps half-duplex, and completed a full sync to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.